Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited under sensing and failed to capture. Additionally, the atrial lead was identified to be dislodged under fluoroscopy. The atrial lead was explanted and replaced with a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
New information received that the atrial lead was dislodged. B5 was updated accordingly.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and under sensing. As received, a complete lead was returned in one piece with all four tines were cut off and missing. The reported events of failure to capture and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited under sensing and failed to capture. The atrial lead was explanted and replaced with a new lead. The patient was stable throughout the procedure.